Manufacturer narrative:
H10: the manufacturer's product support engineer (pse) was not able to evaluate the device as the customer requested to cancel the repair. The device will be returned. Therefore, an onsite work order was not generated. It is unknown what the outcome of the service event was, and no further information was provided. If the decision is made to have the device evaluated and repaired, a new service order will be opened and captured through philip's normal complaint procedure.

Manufacturer narrative:
Reporting institution name: (B)(6) hospital. Reporting address postal: (B)(6), reporting institution phone: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating check vent: machine pressure sensor auto-zero failed alarm sounded when a pre-use check outside of clinical use was being performed at the hospital's me room. The unit kept operating when the alarm occurred. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.